Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient obtained blood glucose readings ''in the 500's mg/dl'' after eating ''many foods'' at a party. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient was treated with a bolus dose of insulin via a syringe injection, and his subsequent blood glucose reading was 320 mg/dl. The patient was unable to remove the battery cap and reboot the pump to clear a call service alarm. The reporter refused to troubleshoot the pump at the time of the call, therefore no further information was provided about the status of the pump. The patient allegedly suffered blood glucose levels suggesting severe injury while using the pump and received a correcting bolus dose of insulin via injection, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.